Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient had multiple infusion sets that were leaking between the head set and the connector. There was once incident where he found the self-adhesive was wet, his blood glucose level was 350 mg/dl, and he went to the hospital. The patient received stationary treatment at the hospital. The patient discarded the infusion sets; therefore, no product was able to be requested to be returned for product evaluation.